Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that a shock was delivered to a patient with internal paddles, but the customer wants to verify the exact joule level delivered with the internal paddles. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.